Event description:
A surgeon reported two cases of cells migrating on the anterior surface of the intraocular lens (iol) following iol implant surgeries. Additional info was received from the surgeon reporting that yag laser procedures were performed for both cases soon after implantation. Additional info has been requested. There are two medical device reports associated with this event. This report is for the second case.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).